Event description:
Customer reported " damage to the scope ". Per the customer, the device was received for repair and was with a broken tag and no room or case information as it was not used on patients. Event date was not provided. There was no patient involvement in this reported event. Device inspection found no image.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation noted the reported customer issue was confirmed. Evaluation noted the device had multiple parts which were damaged. Evaluation found with heavy kink in the insertion/tube boot and forceps passage . Due to kink, brush passage restricted. Channels were found collapsed. Additionally, as noted in section b5, the device was found with no image, subject is not visible. Based on investigation results, the reported customer issue was confirmed. Probable cause based on reasonably known information based on device evaluation was due to physical stress, wear, deformation, fracture, fatigue, component failure. Based on investigation results, the image issue was noted to be due to damage component failure and attributed to electronic component failure. Olympus will continue to monitor complaints for this device.